Manufacturer narrative:
(B)(4). Date of event: unknown batch # unk. The lot/ batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code for the device that was used in the procedure? Is there any additional information regarding the event available? Was it confirmed that the patient did have a post-op bleed? What facility did the event take place?

Event description:
It was reported that during a conversation with one surgeon they mentioned that another surgeon may of had a post op bleed with a stapler. No additional information available at that time.

Manufacturer narrative:
(B)(4). Date sent: 04/13/2020. Additional information received: this is not related to a circular device but a powered endocutter. Everything else is correct. The doctor generally uses the plee60a, but I cannot say for sure if that is what was being used other than it was powered. Unfortunately, there is no other information available for this complaint that I can provided. H10: corrected data: d4 (catalog).